Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing chest pain in recovery following placement of trial leads on (B)(6) 2024. Patient experienced a medical issue a week prior to the trial procedure and hence patient was sent to the ER. Patient was released from the hospital on (B)(6) 2024 and has been receiving good relief from the abbott system. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000151880.